Event description:
It was reported that the atrial lead was over sensing the t-wave causing an atrial blanking. The device reprogrammed but that did not help. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.